Event description:
Implant surgeon of the hospital reported to our sales rep that a patient came in with pain. He took some x-rays and observed that the nail was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: (B)(4) lag screw, ti gamma3 10.5x100mm, lot # k559374. (B)(4) locking screw, fully threaded t2 tibia 5x50 mm, lot#k276864. (B)(4) locking screw, fully threaded t2 tibia 5x45 mm, lot# k841599.